Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer woke up and her blood glucose was "hi" (> 600 mg/dl). She could smell insulin and changed the cartridge, adapter, and infusion set. She attempted to prime the infusion set; she heard the motor running but reported the piston rod did not move. No adverse event was reported. The alleged product was requested for evaluation due to inaccurate delivery.